Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed and were not detected on the bus. A field service engineer powered down the station, removed the pixie bus cable, reseated the cable, and powered the station back on, with no failures occurring upon power-up. Then, the field service engineer removed the back panel, opened the drawers, and cleaned debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.